Event description:
A caller reported experiencing a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Before contacting technical support, the customer independently performed a pump reset but initially could not get the pump to turn on. During the call with technical support, the pump turned on successfully, and the error code did not reappear after the reset. The customer was able to start a new sensor session without further issues.